Event description:
New information notes that it is believe the phenomenon was av nodal reentrant tachycardia (avnrt) with retrograde block. Device will continue to be monitored. Device remains implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had inappropriate mode switch due to competitive atrial pacing.